Event description:
Additional information was received that the patient is doing okay post procedure and taking antiplatelet meds. The cause of the premature detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil had detachment issues. The doctor deploy the first coil and 2nd coil with no issues. When he tried to deploy last coil for finishing, the coil detached halfway during the deployment. Now the white string(for manual deployment) remains inside the patient from anterior cerebral artery (aca) down to aortic arch. Doctor gave anti platelet medication to the patient to prevent thrombus. There was coil premature detachment. The coil was implanted at the intended location and remains in patient. No surgical or medical intervention was required. The pushwire was not bent or broken. There was friction or difficulty during delivery. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right aca. The max diameter was 3.2mm and the neck diameter was 2.6mm. Patient blood flow and vessel tortuosity was normal. No patient symptoms or complications were reported.  Ancillary devices: rist radial catheter lot number 23751-01, echelon catheter 10 45 tip shape lot number b729369, avigo b660788 guidewire.